Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/8/2016, (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui and cystocele grade 2/3. It was reported that patient underwent repair of vaginal wound on (B)(6) 2010 due to erosion. It was reported that patient underwent cystourethroscopy and repair of vaginal erosion on (B)(6) 2011 due to erosion. It was reported that patient underwent cystoscopy, mesh excision and revision on (B)(6) 2012 due to erosion, dyspareunia and hispareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.